Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, a new cartridge was used to address the issue.